Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.5, lab: >9. Per customer, no symptoms of high inr (bruising or bleeding) exhibited by pt during doctor visit. Pt went to ER on unrelated issue (pulmonary hypertension) and later had to be infused due to a bleeding episode.

Manufacturer narrative:
Investigation pending.